Event description:
It was reported during an atrial fibrillation (afib) procedure the coolflow pump showed the r1 error. After replacement of the tubing and switching the coolflow pump back on again, all leds were lighting up on the display and it was not possible to continue to use the coolflow pump. The r1 error itself is not indicative of a reportable event, however, upon request for additional clarification on the event, it was confirmed that the procedure was not completed successfully as it was stopped because of this product issue. Since the problem occurred almost at the end of the procedure, it was not rescheduled but the procedure maybe redone in a couple of months. The patient was under local anesthesia. The procedure was being performed in the left atrium. The transseptal puncture had been performed. The patient didn't require extended hospitalization. The physician didn't consider canceling the procedure caused a potential risk to this patient nor did he think there was a potential risk to the patient due to this malfunction. The patient's medical history is that he has no major medical problem. There was no patient injury reported in this case.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure the coolflow pump showed the r1 error. After replacement of the tubing and switching the coolflow pump back on again, all leds were lighting up on the display and it was not possible to continue to use the coolflow pump. The r1 error itself is not indicative of a reportable event, however, upon request for additional clarification on the event, it was confirmed that the procedure was not completed successfully as it was stopped because of this product issue. The encoder base plate and splash shield/handle were replaced. The device was also subjected to a preventative maintenance and functional testing and all tests passed. A DHR review of serial # (B)(4) shows the device passed final manufacturing tests prior to shipment to the customer. No similar issues have been identified in the past with this device.